Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition and undersensing with low amplitude/poor morphology. Noise was observed. The ra lead had dislodged shortly after implant, and lead tip and slack were in the device pocket. This ra lead was explanted and replaced. No additional adverse patient effects were reported.